Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that,the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the deep surgical site infection and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4). (B)(6). Mehta, n., graham, s., lal, n., wells, l., giotakis, n., nayagam, s., & narayan, b. (2021). Fine wire versus locking plate fixation of type c pilon fractures. European journal of orthopaedic surgery & traumatology, 1-8; doi: doi.org/10.1007/s00590-021-03048-3.

Event description:
On the literature article named "fine wire versus locking plate fixation of type c pilon fractures", the authors of the study reported that, when using a circular external fixator system to treat type c pilon fractures, one patient suffered from a deep surgical site infection, which was resolved with surgical debridement. No further information is available.